Manufacturer narrative:
(B)(4). The device was returned from an unknown source two years after the initial observations were reported. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory log confirmed all shock impedance measurements recorded were between 60 ¿ 80 ohms while implanted. Additionally, shock impedance measurements performed in the laboratory setting produced measurements within normal limits. Microscopic visual inspection found no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the impedance measurements and stated that the value today is 0 ohms which is the only out of range measurement. The consultant informed the caller that this measurement may be an aberration with the readings as the energy pulse delivered for the test is a very low amplitude and can be susceptible to external noise sources. All other measurements are between 60-80 ohms. The consultant stated they could consider monitoring the patient or perform additional testing. The caller will discuss the options with the patient's physician.

Event description:
Boston scientific received information that this latitude system detected a red alert from this lead due to low shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.